Event description:
It was reported that anspach drill overheated at the end of the case. No patient injury reported.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported that the drill became hot to the touch during a demo. It also was making an atypical high-pitched noise. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides instructions for device usage and troubleshooting. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Review of the information provided in the field report revealed that the drill overheated at the end of the case. Review of the information provided in the complaint evaluation form revealed that no injury was experienced in the reported event. The root cause was established to be undetermined after investigation.